Manufacturer narrative:
A medtronic representative attending the procedure reported that patient registration was successful, the surgeon verified patient anatomical landmarks and confirmed accuracy after registering. The sticky patient reference frame was placed posterior on the patient head. The surgeon noted inaccuracy after the patient was draped. A medtronic representative, at the site, performed a system check-out with the resin head and the issue could not be replicated. The system functioned as expected. No further issues have been reported. Software investigation has not been completed. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Further information from a medtronic representative reported: the patient was supine. The patient tracker was placed on the posterior aspect of the base of the skull opposite and diagonal from the emitter. It is unlikely this was a case of metal interference because checkpoints following registration were accurate and no new (large) metal was introduced into the field. Suspect the frame to patient relationship changed which may have invalidated the registration.

Event description:
A medtronic representative reported a 1cm inaccuracy during the navigation task, while in a cranial tumor resection. Tracer registration passed and the surgeon determined they were accurate. When the inaccuracy was noted the surgeon discontinued navigation to complete the procedure. There was no negative impact on patient outcome reported.